Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was downloaded/submitted for review with events spanning approximately 17 days ((B)(6) 2021 ¿ (B)(6) 2021, per timestamp). Backup battery fault alarms were intermittently active on (B)(6) 2021 at 12:10:18 and then from 12:13:31 to 13:16:59, a portion of the faults were due to a backup battery load test failure. The returned system controller passed functional testing and operated a pump without issue, the backup battery load test was run several times by initiating self-test and the backup battery fault was not reproduced. A CAPA has been initiated to address backup battery faults due to load test failures and this system controller was manufactured prior to the implementation. The root cause of the backup battery faults unrelated to the load test cannot be confirmed. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump running led condition, power cable disconnect alarm conditions, backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 10feb2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller exchange resolved the event.

Event description:
It was reported that on (B)(6) 2021 the patient had a backup battery fault. After the patient's backup battery was exchanged the alarm persisted. The patient's system controller was then exchanged. Log files were submitted and a backup battery fault due to load test failure was observed. There were no other events seen within the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.